Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that the cup appeared loose on radiograph. Patient indicated pain in hip. A tm modular cup was implanted after the ldh mom was removed.